Manufacturer narrative:
Concomitant products: 6947m62 lead, implanted:(B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received tachyarrhytmia therapy for atrial fibrillation (af) with rapid ventricular repsponse (rvr) and dual tachycardia. The shock converted the arrhythmia to normal rhythm. It was also noted the right atrial (ra) lead threshold was high, along with intermittent p-wave undersensing during the patient's arrhythmia. The patient opted not to have any programming changes made until after hunting season. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.